Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The user facility sales representative conveyed that the failure was most likely due to the working element. Customer was not able to provide the working element for investigation, however it was noted they replaced the working element. Therefore, the arcing experienced by the user could be due to the working element malfunctioning causing the damaged/charred insulation. Per instruction for use (IFU) it states: the device is to be used with a standard monopolar generator. The device is to be used with a standard monopolar generator. If incomplete assembly of the electrode to the dac connector, not locked in place, it can resulted in an intermittent connection that could have produced arcing or sparking from the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the shaft and proximal connector are in good condition however, the distal fork was found bent and distal insulation was slightly melted. Loop was observed to be bent and touching the inner sheath's beak. The electrode was then checked with the test generator esg-400 together with the working element eiwe, gyrus telescope, inner sheath eris-cf25, and dac active cable. The electrode generated energy output at the cutting loop without an issue. In addition, there was no arcing or sparking to the reference test telescope distal tip during activation however, the distal insulation was observed to be slightly melted. Based on evaluation findings the reported issue of arcing, sparking was not able to be duplicated however damage to distal insulation (slightly melted) has been observed. The physical evaluation was not able to replicate arcing with olympus' test equipment. However, physical evidence suggests there was arcing during the customer's use due to presence of charring of insulation at the distal end. This report will be supplemented accordingly following investigations.

Event description:
Quantity of 3 electrodes with the same model and lot number were used during a transurethral resection of the prostate (turp) procedure. The first two (2 failed) and the third (3rd) one was used to complete the intended procedure. The electrodes were reported to be defective (arced). There was no patient harm or injury reported due to the event. No user injury reported. This complaint is related to report patient identifier (B)(6).